Manufacturer narrative:
For the reported malfunction, the lot number was provided and a lot history review was performed. The investigation is inconclusive for the reported guidewire issue, as the device was not returned for evaluation. The definitive root cause for the reported guidewire issue could not be determined based upon available information. It is unknown whether procedural issues contributed to the event. The device is labeled for single use.

Event description:
This report summarizes one malfunction. A review of the reported information indicated that model vda100166 balloon valvuloplasty catheter allegedly experienced device-device incompatibility when the guidewire allegedly was unable to load onto the ptv balloon. This information was received from a single source. The alleged malfunction did not involve a patient as there was no patient contact. The patient age, weight, and gender were not provided.